Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported their dexcom g7 continuous glucose monitor (cgm) sensor was showing low readings overnight, leading the user to treat a low blood glucose (bg), but a fingerstick the next morning showed a bg of 506 mg/dl. Believing the sensor to be faulty, the agent advised replacing it. Later that day, the user connected a new sensor, which displayed ¿high¿ with downward arrows. Reports confirmed bg returned to range by the morning of (B)(6) 2025. The user's highest blood glucose (bg) recorded was 506 mg/dl. Bg was corrected after sensor replacement and resumed ilet dosing. No symptoms, outside assistance, or medical intervention were required or reported at the time of call.